Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 3

Event description:
Reference number (B)(4) event occurred in the united states. The patient reported that she experienced infusion set cannula was bent ang got compromised within few hours on (B)(6)2024, which cause the patient blood glucose levels was elevated to 392 mg/dl, therefore patient had received bloused via the pump. The patient also reported that first he went to emergency room and subsequently got hospitalization with diabetic ketoacidosis, and she was in intensive care unit and had high ketones which were life threatening and had received treatment of IV and fluids of saline and insulin. The patient reported that the suspect cause of her high blood glucose levels was trying to bolus but not getting any insulin the infusion set was in use for 2 to 3 days. No further information available